Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was returned and evaluated against the reported event. Visual inspection of the threaded shaft found the shaft was fractured through the threads. Sporadic surface scratching was also observed on the shaft. The fracture surfaces and display fracture surface artifacts consistent with a rotational fatigue fracture. Xrf analysis found the threaded shaft material to be consistent with 455 stainless steel alloy. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to a surgery, the threads of the rod stripped when putting on the liner impactor ball. It is thought that the devices are worn from being used several times. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.